Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6947 implantable defib lead 2002 (B)(6). (B)(4).

Event description:
It was reported that during a device upgrade, an outer insulation defect on the atrial lead was repaired. The atrial lead remains in use. No patient complications have been reported as a result of this event.